Manufacturer narrative:
Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed. Risk assessment.

Event description:
Material #: unknown batch #: unknown. It was reported by the customer that the patient was being infused with a chemo drug, the device was programmed to infuse 125 per hour over a 2 hour period, patient looked up and saw the chemo drug was infused within 1 hour. Verbatim: rcc received a complaint via email. Please create the tubing complaint. Occurred: on (B)(6) 2024. Patient was being infused with a chemo drug, the device was programmed to infuse 125 per hour over a 2 hour period, patient looked up and saw the chemo drug was infused within 1 hour.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following verbatim: occurred: 9/3/24. Patient was being infused with a chemo drug, the device was programmed to infuse 125 per hour over a 2 hour period, patient looked up and saw the chemo drug was infused within 1 hour.